Manufacturer narrative:
Result: cold solder joint. It should be noted that the unit was returned to MFR in non-functioning condition.

Event description:
It was reported that water had ingressed into the center tray and the pc board was non-functional. Eval found a burned traced on the pcb. No pt involvement or adverse consequences were reported. Reported water had gotten into center tray of unit and the pc board is nonfunctional. There is rust inside the center tray and on several components. The exterior housing appears to be in tact. Returning for out of warranty flat rate repair.